Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases, ring cover, and battery drawer are broken. Side bail covers, side bails, three case screws, and ring are missing. Lead flex cover is corroded. Keyboard is scratched. Main printed circuit board is contaminated. Encoder flex is out of mechanical specification. Electrical trace on the flex is dented. Lcd (liquid crystal display) is out of electrical specification.

Event description:
It was reported that the output (rate and amplitude) was not showing on the hospital's tester. The epg (external pulse generator) was returned for repair. There was no patient involvement.